Event description:
The complainant is an employee of a "nursing home". Complainant indicates that while testing an resident complainant consisently received higher than expected results. For example results were 442mg/dl and 425mg/dl while a comparative method gave a result of 115mg/dl. While on the phone, the complainant indicated that complainant ran levels of controls and they were all of out range, but did not have specific values. No medication was adjusted based on the higher readings. A request was made to return the system for eval.